Event description:
It was reported that an asymptomatic patient presented for a regular scheduled visit. The implantable cardioverter defibrillator exhibited right ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel, observed on stored egm. The patient did not receive therapy during the oversensing, nor had any symptoms or complaints of these episodes. Programming changes were discussed.